Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (99% stenosis degree) in a moderately tortuous segment of the mid lcx. During attempt to place the stent, the stent became trapped in the severely calcified lesion, preventing passage through the lesion. It was stated that the lesion had been properly pre-dilated with a ptca balloon.